Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly to electronic board. The battery tube connector plugged back into the electronic board, monitored and no blank display noted. Insulin pump received with normal operating currents.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer state that the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Display did not return after pump restart. The insulin pump will be returned for analysis.